Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation of the incident pencil confirmed the activation button sticks in the on position. The root cause was identified as a manufacturing error. The switch dome was inverted and machine malfunction caused the stamping to be misaligned to the plastic switchbase. Additionally, if the pencil becomes deformed during reprocessing, this marginal misalignment could deform the stamping placement, possibly resulting in a stuck button. Subsequent to the manufacture of the incident device, corrective action was implemented to prevent improper alignment.

Event description:
The customer reported that the pencil stayed activated when the button wasn't pressed and the patient sustained a burn to the abdomen during a bilateral breast augmentation. The burn was described as minor and was excised and sutured by the surgeon. Tip and it faulted again by being continuously on coagulation once coag was above 19. New hand piece connected with no further problems to complete rest of operative procedure. Faulty hand piece sent for sterilisation in preparation to send back to company.